Manufacturer narrative:
The pump has been returned to animas for evaluation. A supplemental report will be filed when the evaluation is completed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the battery compartment was cracked along the side. Unrelated to the battery compartment, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.